Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0454977v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3387-40, lot# j0443962v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.

Event description:
Information was received from a physician regarding a patient with an implantable neurostimulator (ins) for essential tremor, dystonia and parkinson's dual. An eos/eol (end of service/end of life) message was reported. The right side ins had reset on (B)(6) 2012 and the patient had experienced a return of symptoms about one week prior. The patient also reported seeing a yellow light on the patient programmer. On the right side, eri (early replacement indicator) was measured as 17 months from implant date. The ins battery was measuring at less than 2.5v. When interrogating, the ins parameters went back to the factory setting. The left side measured at 20 months from eri. The battery measured at 3.71v, which is what it was when it was implanted. Additional information received from the physician indicated that the cause of the event was failure/end of ins battery life, which was described as normal. There was a sudden failure of the device with an increase in tremor. The ins was replaced on (B)(6) 2012. The new ins was programmed the same as the old with an anti-tremor effect. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.